Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 256 mg/dl. The customer was advised to insert new aaa alkaline battery on the insulin pump. The customer stated that it gave her failed battery test. The customer was unable to continue troubleshooting because the insulin pump went blank again. The customer was advised to purchase the correct battery and try again. The customer was advised that we will send out battery cap. The customer will call back if issue continues.